Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An investigation was conducted on 12/26/2013 based on the information provided by the customer and an evaluation of the returned sample. The product was received in three pieces. The lower shaft measuring approximately 99 mm long with 3 slit cut was observed on the inflation funnel. The mid shaft is 26 mm long and the upper shaft is 207 mm long with the balloon had burst upon receipt. Product was received in a biohazard plastic bag enclosed in an envelope. Product showed no sign of material degradation or discolouration. The analysis on the returned sample revealed that the product met specification. No sign of non deflation was detected. Since the balloon had burst and the lower catheter shaft and the mid shaft was cut upon receipt, further investigation in determining and confirming the root cause of non deflation could not be carried out. No additional information is expected. Future complaints will be monitored for trends in accordance with convatec's global handling complaint and CAPA procedures. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Information received via complaint form is indicated as follows: "non deflation. It was in multiple places on the irrigation funnel and the catheter body to get the foley balloon to deflate".